Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the recharger would not turn on. When it was put on the charging plate the green lights would just continually loop and never turn on. It was noted that this was the first time training the patient how to use the wireless recharger. The rep had done troubleshooting of long presses to try to stop the continuous lights and reset by putting it on the chrager base. The rep replaced the recharger with one form the trunk stock. The new recharger paired and charged the patient's device with no issue. The issue was resolved at the time of the call. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6): h3 analysis of the returned recharger revealed device is unresponsive. Dut does not response to a button press hard reset. When placed on the dock, dut does not charge, only draws 23 ua, and battery leds continuously cycle. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.